Event description:
The co2 inflation was not working properly. We opened new equipment and new tubing and it was still not working correctly. The cautery was not working correctly. We switched the cable and the cautery device. After switching, the cautery worked properly. Due to the malfunctioning equipment, the leg vein harvest was not successful. The surgeon chose to take the right (2nd) mammary artery and use that for a graft.